Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio flex meter was powering off during use. The complaint was classified based on customer service representative (csr) documentation. The patient reported that at an unspecified time on (B)(6) 2018, her onetouch verio flex meter would power off during use. The patient manages her diabetes with apidra insulin (100 units ¿ 33 units in the morning, 33 units at lunch time and 30 units at night), lantus insulin (55 units in the morning and 55 units at night) and janumet. She reported that, in response to the alleged meter issue, she took her usual dose of medication. The patient reported that a few minutes after the start of the product issue, she began to develop the symptoms of ¿shaky, dizzy and weak¿. The patient reported that, in response to her symptoms, she had some ¿soup¿. She denied testing her blood glucose on any other device. During troubleshooting, the csr verified that the meter¿s battery did not need replaced, there was no product misuse associated with the complaint and this was not the first time the patient had used the subject meter. The issue could not be resolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to obtain a blood glucose reading due to an alleged power issue with the subject meter.